Event description:
Deflated implants were removed and replaced, "was set on a nerve" and had to be removed again. Now they are saying rptr's body rejected it, while the first implants lasted three years before one side deflated. Rptr's chest feels very sensitive and their arm can only raise up half way up rptr's back. Rptr is sensitive to even wear a bra.